Manufacturer narrative:
Investigation summary- this memo is to summarize findings on your complaint related to bottle gram iodine stabilized 250ml, catalog number 212542, batch 5135629, and complaint #(B)(4) for contamination. Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a batch history review of the gram iodine stabilized. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for the defect in question for this product. No photos or returns received. A retention sample from the complaint batch was evaluated along with a control batch. The solution appearance was satisfactory and comparable to the control; both were a dark brown solution. Staining was completed per instructions in the product insert. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results with a retention and control batches. The retention sample was comparable to the control. This complaint is not confirmed. Bd will continue to trend dcm complaints for contamination.

Event description:
It was reported while using bd bbl¿ gram iodine (stabilized) that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information available regarding the occurrence. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ gram iodine (stabilized) that there was precipitate in the stain, which appeared to be gram positive cocci. After multiple customer follow up attempts by bd there was no information available regarding the occurrence. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.